Event description:
Related manufacturer reference number: 2017865-2023-38117. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. At the same time, the right ventricular lead exhibited noise episodes. No intervention was performed. The patient was in stable condition and will continue to be monitored.